Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Customer was unable to clear the alarm. Customer will continue to use the pump for insulin therapy, and will revert to an alternate method of insulin therapy if needed. There was no adverse impact to customer's blood glucose level.